Event description:
Boston scientific received information that this defibrillator was at end of life (eol) per the remote monitoring system transmission. The health care professional (hcp) inquired about the device behavior at eol. Boston scientific technical services (ts) discussed that device is not part of advisory but has same battery type so it can exhibit same behavior where charge time (CT) can increase during middle of life and trip elective replacement indicator (eri) or eol early. This occurred due to build up in impedance and can happen more frequently if patient doesn¿t use device much. Furthermore, ts explained the behavior of device at this time. The defibrillator was explanted and was replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.